Event description:
Related manufacturer reference number: 2017865-2023-35814. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds leading to failure to capture on the both on the right ventricular (rv) lead and left ventricle (lv) lead. The physician elected to explant and replace both the rv and lv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: needed for customer rep selected in error in g2.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: upon review, this report 2017865-2023-35812 containing the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.